Event description:
The device was used during a lung resection. Reportedly, when fired, the knife blade cut but the staples did not form properly. Another device was used to finish the procedure. No patient injury was reported.